Manufacturer narrative:
Additional information was requested and is currently not available. No trend analysis could be performed as no item number(s) is/are available. As no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event description (event details, per): event summary: patient had a 25-30 year old bipolar that had worn out. No infection. No delay. No contributing conditions. Patient was revised from a bipolar to a total hip. Only the bipolar shell with poly liner was explanted. Review of received data: three x-rays were attached to the complaint file. The x-rays were made with a mobile phone. All three x-rays are undated. No specific statement can be made. Devices analysis: no product was returned to zimmer biomet for in-depth analysis, according to the information received, the device was discarded at the hospital. Root cause analysis root cause determination using rmw: wear particles can cause adverse body reaction due to wear particles generated by acetabulum / bipolar head / femoral head interface during use => possible, it is possible that wear particles generated by acetabulum / bipolar head / femoral head interface during use. Excessive wear particles can cause adverse body reaction. Due to impingement between head and stem during use => possible, it is possible that during use impingement between head and stem was occurred. Increased wear, shortened lifespan due to degradation of polyethylene => possible, during the long in vivo time it can be possible that the insert material was worn. Impingement, wear, malfunction of joint, dislocation due to incorrect trial head and adapter with corresponding neck lengths selected => possible, it is possible that incorrect lengths were selected. Impingement, wear, malfunction of joint, dislocation due to incorrect test range of movement result => possible, it can be possible that incorrect tests were done (rom). Conclusion summary: it was reported that the patient had a 25-30 year old bipolar implant that had worn out. No infection. No delay. No contributing conditions. The patient was revised from a bipolar to a total hip. Only the bipolar shell with poly liner was explanted. Neither operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. However, an exact root cause for the reported event could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a bipolar hip insert on an unknown side on an unknown date and the patient underwent revision surgery on (B)(6) 2017 to revise from a bipolar to a total hip. Patient had a 25-30 year old bipolar that had worn out.